Event description:
The customer contact reported the pt received more medication than intended. On (B)(6) 2012, at 1900, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition), at a rate of 6.2ml/hr, with a vtbi (volume to be infused) of 180ml, for a duration of 29 hours, and the delivery was started. On (B)(6) 2012 at 1430, it was reported the device alarmed that the delivery was complete. The customer contact indicated the delivery completed nine and one half hours earlier than expected. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.